Manufacturer narrative:
Magnified and tactile examination of the returned sterling balloon catheter revealed no defects or anomalies. There was dried blood-like substance in the shaft of the device. A new guidewire was advanced through the device without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure, the balloon catheter stuck on a guidewire. The 99% stenosed target lesion was located in the calcified and moderatley tortuous antebrachium shunt. A 6.0x40/40 sterling balloon catheter was advanced over a non-bsc guidewire and the catheter got stuck at the distal part of the wire. The guidewire and sterling balloon catheter were removed as a unit. Outside the patient the devices were separated and the procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".